Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: "patient had complained about sore feeling in their hip. Dr. Evaluated and determined the patient needed follow-up x-rays. Dr. Determined patient has loose cup and needed revision. "